Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between 1 june 2015 and 31 december 2022. Kinam shin, m.d.1 , won chul cho, m.d., ph.d.2 , nara shin, m.sc.3 , hong rae kim, m.d.1 , min-seok kim, m.d., ph.d.4 , cheol hyun chung, m.d., ph.d.1 , sung-ho jung, m.d., ph.d.1 1 department of thoracic and cardiovascular surgery, asan medical center, university of ulsan college of medicine, seoul; 2 thoracic and cardiovascular surgery, gangneung asan hospital, university of ulsan college of medicine, gangneung; 3 heart institute, asan medical center, university of ulsan college of medicine; 4 heart failure and cardiac transplantation center, asan medical center heart institute, university of ulsan college of medicine, seoul, korea. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 88197). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported in the research article ¿surgical outcomes of centrifugal continuous-flow implantable left ventricular assist devices: heartmate 3 versus heartware ventricular assist device¿ that the heartmate 3 (hm3) may be related to bleeding, pump failure/malfunction, pump thrombosis, stroke, right ventricular (rv) failure, aortic insufficiency (ai), infection, and death. The outcomes associated with centrifugal-flow left ventricular assist device (lvad) implantation were evaluated, comparing 2 device models: the heartmate 3 (hm3) and the heartware ventricular assist device. Data was collected from patients who underwent lvad implantation between (B)(6) 2015 and (B)(6) 2022. Overall survival, first rehospitalization, and early, late, and lvad-related complications were analyzed. In total, 74 patients underwent lvad implantation at asan medical center in seoul, south korea, with 42 receiving the hm3 and 32 the hvad. The overall early mortality rate was 5.4% (4 of 74 patients), with no significant difference between groups. Regarding early rv failure, hm3 implantation was associated with a lower rate (13 of 42) than hvad implantation (18 of 32, p=0.051). The median rehospitalization-free period was longer for hm3 recipients (16.9 months) than hvad recipients (5.3 months, p=0.013). Furthermore, hm3 recipients displayed a lower incidence of late hemorrhagic stroke (p=0.016). The lvad models (hm3 and hvad) demonstrated comparable overall survival rates. No significant differences were found in the rates of early postoperative complications, including postoperative bleeding, gastrointestinal (gi) bleeding, pump failure/malfunction, and stroke, between the groups. However, the hvad recipients more frequently required the subsequent implantation of a right ventricular assist device (rvad) following initial lvad implantation (7 patients versus 1 patient). Over the follow-up period, 29 patients remained alive and lvad-dependent, 29 patients underwent heart transplantation, and 16 patients died. The most common cause of death was sepsis due to pneumonia, followed by hemorrhagic stroke. The hm3 group displayed a lower incidence of stroke in the early mortality in-hospital complications. Bleeding was identified as the leading cause of readmission, followed by infection. No significant differences were observed in the rates of late postoperative complications, including pneumonia, driveline infection, mediastinitis, de novo aortic insufficiency, rv failure, and pump thrombosis, between the groups. Notably, the hm3 group had no reported cases of ischemic or hemorrhagic stroke. In contrast, within the hvad group, 3 patients experienced ischemic stroke, while 6 had hemorrhagic strokes. The hm3 was associated with superior outcomes regarding the incidence of hemorrhagic stroke compared to the hvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. B, is currently available in south korea. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, right heart failure, aortic insufficiency, infection, pump thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. This document also outlines the recommended international normalized ratio (inr) range and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, "patient care and management," cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. The heartmate 3 lvas patient handbook, rev. A, is also available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.